Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and advised them to continue using the pump. The customer was instructed to call back if the malfunction code recurred, and they acknowledged and understood the guidance.